Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the locked angle state was due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿"chapter 3 preparation and inspection, 3.2 inspection of the endoscope ". [Inspection of the bending mechanisms] 1. Confirm that both the up/down and right/left angulation locks move all the way in the ¿f ¿ direction (the gif-n260 has only the up/down angulation lock). 2. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop, and return them to their respective neutral positions (the gif-n260 has only the up/down angulation control knob). Confirm that the bending section angulates smoothly and correctly, that maximum angulation can be achieved, and that the bending section returns to its neutral position. 3. When the up/down and right/left angulation control knobs are turned to their respective neutral positions as shown in figure 3.7, confirm that the bending section returns smoothly to an approximately straight condition (except gif-n260). 4. When the up/down angulation control knob is turned to its neutral position as shown in figure 3.8, confirm that the bending section returns smoothly to an approximately straight condition (for gif-n260 only).¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to damage on angle wire, return angle from bending of the bending section does not meet the standard value; due to a crack on control unit, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; due to damage on right/left knob, right/left knob does not move smoothly; adhesive on bending section cover or distal sheath rubber has a chip; control unit has discoloration; right/left knob has a scratch; up/down knob has a scratch; forceps elevator knob has a scratch; forceps elevator lever has a scratch; switch box has a scratch; switch1 has a scratch; suction cylinder is shaved; distal end cover had a scratch; protector of universal cord on control section side had a scratch; protector of universal cord on scope connector side had a scratch; universal cord has discoloration; universal cord had a dent; universal cord had a scratch; scope cover plate had peeling; scope cover had a scratch; grip had a scratch; and the control unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope, right/left angle always locked state. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.